Event description:
It was reported that the customer was hospitalized for dka. The customer had a back up plan. Suggested the customer to take a correction as per md instructions. Troubleshooting was performed. It was mentioned that the customer tried a set change to resolve the high glucose level. In addition, the customer was on insulin drip at the time of call. The contact stated that the customer did not check their bgs since the day before the event because customer ran out of the test strips.